Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The starclose device is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left superficial femoral artery procedure. Reportedly, a cuff miss was noted on the proglide device. A starclose se device was used, but the device pulled out of the patient anatomy during starclose se clip deployment. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.